Event description:
On (B)(6) 2011, (B)(6) hospital, needed to remove air during the priming of the rotaflow centrifugal pump with lot number 70065383. The customer used a syringe to remove the air, after using the syringe, a little insect was discovered in the syringe. Note: the tubing set was not manufactured by maquet. Reference: complaint (B)(4).

Manufacturer narrative:
(B)(4). The complaint sample was returned to maquet. All disposable products are manufactured in a clean room. Additionally, checks of the rotaflow for foreign materials are performed during production. The production records of the complaint lot were reviewed and no deviations were identified. Therefore, there is no possibility of contamination with an insect of the product. This is the only complaint of this nature. Reference: complaint (B)(4).